Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based on the reported info.

Event description:
It was reported a small harvester handle modular broke at the threads during an anterior cervical discectomy and fusion (acdf) surgery. There was no harm to the patient reported and the surgery was not delayed. The tip was recovered. Integra has made numerous attempts to obtain add'l info from the customer.